Event description:
Technician alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
Technician replaced the siderail latch bushing, roller guide and lower pivot bolt to resolve the issue.